Event description:
It was reported that the coil was protruding from the target location requiring additional intervention. An embold fibered 12x20 coil was selected for use to treat a 12mm aneurysm located in a non-tortuous left renal artery. Two embold coils had already been successfully placed in the aneurysm. The 12x20 embold coil was advanced without difficulty and positioned in the aneurysm. The coil was ready to be deployed, however, it would not detach. The physician manipulated the pusher wire back and forth and the coupler was observed past the ro marker band of the renegade stc catheter. The coil appeared to be detached, and the pusher wire and catheter were removed without any difficulty. At this point, a stretched embold coil was seen in the main branch of the renal artery, and the coupler was in the abdominal aorta. A multi-loop snare was used to successfully remove the coil fully intact. A renal angiogram was performed to make sure the renal artery was not compromised from the coil being in the vessel during the time it took to snare the coil. There were no problems observed. The procedure was completed with the two coils that had already been implanted. There were no patient complications.

Event description:
It was reported that the coil was protruding from the target location requiring additional intervention. An embold fibered 12x20 coil was selected for use to treat a 12mm aneurysm located in a non-tortuous left renal artery. Two embold coils had been already successfully placed in the aneurysm. The 12x20 embold coil was advanced without difficulty and positioned in the aneurysm. The coil was ready to be deployed, however, it would not detach. The physician manipulated the pusher wire back and forth and the coupler was observed past the ro marker band of the renegade stc catheter. The coil appeared to be detached, and the pusher wire and catheter were removed without any difficulty. At this point, a stretched embold coil was seen in the main branch of the renal artery, and the coupler was in the abdominal aorta. A multi-loop snare was used to successfully remove the coil fully intact. A renal angiogram was performed to make sure the renal artery was not compromised from the coil being in the vessel during the time it took to snare the coil. There were no problems observed. The procedure was completed with the two coils that had already been implanted. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the product was returned for analysis. Returned product consisted of a embold fibered coil system. Inspection of the device revealed the coil was stretched. The wedge lock, introducer sheath and the entire proximal delivery section was removed at the customer site and was not received. Only the coil was received. Inspection of the device revealed the coil was stretched and still attached to the distal coupler with no coupler damage. Media was returned in the form of a photo. Inspection of the media appears to show the device inside the patient under fluoroscopy with the device stretched outside the target lesion. Media review in conjunction with lab analysis was able to confirm the alleged complaint issue. Inspection of the returned device revealed a stretched coil. The complaint was confirmed for a stretched coil consistent with difficulties advancing or withdrawing the device.